Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue most likely was use related due to improper technique as the impella pulled back across valve by the physician and was unable to recross. Corrections to the initial MFR report: g1 MDR reporting contact email. H6 impact code 4627 changed to 4629.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support an acute myocardial infarction and cardiogenic shock patient. The cp was pulled back across the valve in error and the medical doctor was unable to re-deliver to the left ventricle. The pump was explanted and replaced. No patient harm was reported.